Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 12 days post implant in the pt's right eye. The pt noticed a decrease in her vision. The doctor repositioned the lens and added a capsular tension ring (ctr). The lens vaulted again and was subsequently explanted and replaced with a different model lens. The doctor indicated the cause of the event to be pt anatomy. Additional info has been requested.